Event description:
Customer reported on a bravo ph capsule that failed to attach. According to the customer, the capsule was pre-released at the patient's vocal cords. The patient was not injured following the procedure. Another capsule was placed normally.